Manufacturer narrative:
Pending investigation. H7: z-1732-2022.

Event description:
As reported, the patient had an initial right tha on(B)(6) 2016. The patient was revised on (B)(6) 2023 due to the recall, and the surgeon removed the recalled liner, the 3 screws (packed holes with graft) and the cocr femoral head. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.